Event description:
Customer reports a spark while removing the battery cover on the compact system; customer states the spark appeared like a small flame. No adverse event reported. Requested return of suspect device and replacement was sent.